Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the pump had alarmed e-01 which resets the unit to factory settings and it had notbeen reprogrammed.